Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The black box history showed a loss of prime warning at 11:05pm on (B)(4) 2011; force readings did not reach zero. According the pump history, prior to the loss of prime 113 units remain after a rewind, load and prime steps were performed 56 units remained. During testing, a rewind, load cartridge, and prime sequence was performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or defects were found to the force sensor assembly. No defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the patient contacted animas alleging her blood glucose went down to 21 mg/dl after she received message on the animas pump about cartridge not being loaded. At around 1am, she promptly reseated the cartridge, rewind, load, and prime the pump for drops. Prior to priming with the pump, the patient reportedly was disconnected. No glucose reading was obtained at this point. One hour later at around 2 am, the patient's blood glucose was lowered to 21 mg/dl. Since she was at her friend's house, they called the ambulance. The emergency response personal treated the patient with d50 until her blood glucose elevated to 208 mg/dl. The patient was not taken to the hospital. The patient has been off the pump and is currently on her backup plan. During troubleshooting, the animas representative noted the following: there was no product misuse. According to the patient, she did not receive any unintended or excess insulin. The animas is programmed with the correct basal segments, date and time, advance settings. On (B)(6) 2011, her bolus insulin dose delivered as intended. The total daily dose adds up accordingly. On (B)(6) 2011, the patient lowered his basal rate to compensate for the exercise she participated in. The patient does not think her level of activity could have lowered her blood glucose to 21 mg/dl. There was no correlation between the onset of the low blood glucose and a new vial of insulin. Based on the assessment of animas technical representative, one of the contributing factors in the alleged event could be due to the pump expose to xray at the hospital. The patient's reportedly has a cardiac condition and has had xray work recently. The patient is currently taking two cardiac medication, norpace and cardizem. This complaint is being reported because the patient allegedly was hypoglycemic and received medical intervention accordingly while she managed her diabetes with the animas pump.